Event description:
Technician alleged that the brake casters would rotate it pushed on the side while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.